Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Two psee60a devices have been reported. Did the same issue occur with both of these devices? If yes, will two psee60a devices be returned for analysis?

Event description:
It was reported that there was staple malformation. No patient consequence reported.